Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin scarring. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.3 hardware: iphone14.2 cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 330 mg/dl while wearing the pod on the abdomen for between 4 and 24 hours. The patient¿s mother reported the patient was experiencing severe high bg levels constantly while having food as they were on a fast, and after consuming food, the levels are high. The mother reported receiving messages or alarms, but the specific message was not provided. The patient¿s mother confirmed the cannula was inserted, there was leakage of insulin noted at the pod site, and upon removal there was scarring at the infusion site. The pod was not available for evaluation, as it was discarded.